Event description:
Programming history was received and showed high lead impedance results on system diagnostics. Attempts for further info are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.